Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "while opening package, it was noticed that the inner package is visibly discolored. The operating room staff opted not to use this product."